Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up the patient had a riata lead and was identified to have received four inappropriate shocks due to lead noise which were recorded in the device. Multiple v lead noise oversensing events with aborted high voltage therapies were also recorded. Lead fracture was observed via fluoroscopy. High hv impedance was also observed. The device and lead were explanted and replaced successfully. Patient status is stable.